Manufacturer narrative:
The device was returned to olympus for inspection where a residue foreign material was confirmed. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the bronchovideoscope had adhesive residue at the distal end. The event was noted during a therapeutic bronchoscopy. The patient had a fistula in the bronchial system, which the user attempted to seal using a synthetic adhesive (glubran). Despite the use of a catheter, the synthetic adhesive pushed its way up over the outer sheath and into the working channel, in the lower section of the scope. There were no reports of patient harm.